Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. The device was returned with the cannula cap detached from the cannula tabs and missing. The prongs of the fork are deformed as indicative of the device being fired into bone or another hard surface, thus rendering device unusable.

Event description:
It was reported that the patient underwent an unknown procedure and absorbable straps were used. It was found the cannula cap was detached and missing from the device. There were no adverse consequences for the patient reported. Additional information has been requested.